Event description:
It was reported that stimulation was intermittent. It was noted that the patient used only the left lead. It was noted that since november the left lead had intermittent stimulation and impedances were over 20,000 ohms. It was noted that with 9 as a reference, contact 14 was 744 ohms and 12 was 660 ohms. It was noted that there were no falls or injuries. It was noted that the patient was currently programmed with (B)(6) 2012. Additional information received reported that no malfunctions were seen and the cause of the issue was not determined. It was noted that an x-ray was taken the day before the original report and the health care professional (hcp) stated that they did not see any cause for lead failure. It was noted that adaptive stimulation had been disabled and the patient was instructed to keep stimulation low to prevent uncomfortable stimulation or jolts.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(6), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).